Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received and it was reported that the cause was unknown. No actions/interventions were taken. Unknown if the issue is resolved. The status of the device is unknown and will be removed when they meet with a rep.

Manufacturer narrative:
Date of event is an approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for parkinson's dual and movement disorders. It was reported that the patient's deep brain stimulator doesn't seem to be working. They state it takes only 10 minutes and then device says its full charged when in the past it takes longer than that. She then reports they saw elective replacement indicator (eri) last weekend. No symptoms were reported. No further complications were reported or anticipated with this event.